Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported seven similar events where kinked cannula issue occured with the infusion sets within 3 hours after insertion. The customer resolved their issue by replacing soft cannula infusion set and resumed insulin. No further information available.